Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by delayed. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was not booting up. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and suspected that the problem was software-related, potentially caused by an unexpected power-off of the hospital¿s main supply. To resolve the issue, rse guided the customer through the process of reloading the system software, and the customer reloaded the software as per instruction. After repair the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.